Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bradycardia post-procedurally. On (B)(6) 2022, intuitive surgical, inc. (Isi) received an email reply from the physician and the following additional information was obtained: the cause of the bradycardia is unknown; however, an air embolism across a pfo (patent foramen ovale) is suspected. This could have been from needle aspiration (three techniques were used or through an IV line). The physician did not think it was due to an ion equipment specifically. The surgeon also believed that the bradycardia would have likely occurred via another modality. The biopsy procedure was aborted, and medical intervention was administered via emergency cardiac cath, and the patient was hospitalized for 1 day. The following was provided by the physician when asked the patient¿s current status successful surgery one week later¿and that the patient is ¿still alive and well. As far as he knows.

Manufacturer narrative:
Based on the current information available, the cause of the reported of the patient experienced bradycardia is unknown. However, the physician did provide the following with regard to a potential root cause: an air embolism across a pfo (patent foramen ovale) is suspected. This could have been from needle aspiration (three techniques were used or through an IV line). Should additional information become available, a supplemental MDR will be filed. No image or video clip for the reported event was submitted to isi for review. This event is being reported due to the following conclusion: the reported ¿bradycardia¿ was identified during the procedure and surgery was subsequently aborted. Unexpected medical intervention was administered via emergency cardiac cath, and the patient was hospitalized for one day. Blank MDR fields: the expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fieldis blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.